Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that her son experienced a failed sensor five days after insertion. Upon removing the sensor, she noticed that the distal end of the sensor wire was broken. She reported that pt bled a bit, but experienced no pain, redness, infection or swelling at the insertion site. No medical intervention was required, and pt was fine at the time of his mother's call to dexcom technical support.